Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating. It was further determined that the device reached 119°f 3 minutes into the test. It was observed that the pawl snap ring on the drive shaft was broken, the pawls were worn out, and the drive shaft was worn. The drive shaft was further examined and it was determined that the cutter device on the device was not properly secured during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: there was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported from (B)(6) that before surgery, during the installation of a new motor and a new console device, it was observed that the devices became hot. According to the reporter, the spare console device was tested with the new motor device and the new motor device turned hot. Then the spare motor device was tested with the new console device and the new console device still turned hot. It was not reported if there were any delays in the surgical procedure. Spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.